Event description:
Caller stated that customer observed potential false negative urine hcg results with consult diagnostics hcg cassette vs. Quantitative test result. A (B)(6) female pt came into the physician's office after testing positive at home using three home pregnancy tests. The results with the consult diagnostics hcg cassette were negative twice. The pt's blood was sent to the lab for confirmation testing. The blood test came back positive but no quantitative value was available. No further pt information was available.

Manufacturer narrative:
No pt sample was returned for investigation. Customer did not provide lot number. Product support was unable to perform further investigation due to insufficient information provided by customer. Per limitation described in the package insert, "false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested." No corrective action required at this time as no product deficiency was established.